Event description:
A co rep visited the implant center in december 2001 to assist with assessment of pt's lack of progress. Testing conducted demonstrated that the device was fully functional. In 2002, the family members requested that revision surgery be scheduled to replace the device.